Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose level. Customer¿s blood glucose level was 415 mg/dl at the time of incident. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer was treated with injection. Customer was using auto mode of insulin pump. Customer did not allege that the insulin pump was under delivering. Customer also stated that the insulin pump received software error detected alarm. The insulin pump will not be returned for analysis.